Event description:
It was reported to ge that the film drawer fell from an amx iii system on the operator's foot, causing minor cuts. The drawer feel out due to the hinge hardware becoming loose. The unit was repaired and returned to service.